Event description:
The customer reported to their baxter sales representative (bsr) that they are having issues with a monoject flush syringe, product code unknown, lot number unknown, that is unwinding themselves off of the flolink standard bore catheter extension set, product code (B)(4), lot number unknown. This is not lot specific. The syringe was connected with a firm push and twist motion. The customer is not convinced it is the valve, but would like it investigated. There was no patient injury reported. No additional information is available.

Manufacturer narrative:
Two (2) used samples were received for evaluation purposes related to separate condition. The units were visually inspected and submitted to functional tests. During functional test, the units were connected to the one piece syringe luer, the units unwinded and one of them separated completely from the syringe. The separated condition was confirmed on 1 unit. Code (B)(4) is semi automatic assembled on machine 415 and then the set is packed in a form/ fill and seal machine at the microbore area. The part (B)(4) is purchased to (B)(4). No specific root cause related to our manufacturing process could be identified. (B)(4).